Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 38101214 and lot number 3082041. The review found that during batch testing for ¿barcode reading,¿ the printed paper was erroneously approved as the inspection plan was parameterized only to recognize the function of the barcode reader without confirming the information checked. To aid in the investigation of this issue, seven (7) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the barcode defect could be confirmed.

Event description:
It was reported that 1000 of the bd insyte¿ autoguard¿ bc intravascular catheter were labeled incorrectly. The following information was provided by the initial reporter, translated from portuguese to english: for the second time we deliver material to the customer with a barcode that is wrong, as reported by the customer below: "I inform you that the same error was found, we noticed that when the item is beeped, a 24 x 0.56 catheter appears, the bars were printed incorrectly, but the code described in numbers is correct."